Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded several treated and several untreated episodes two months after implant due to non-physiological artifacts. Technical services (ts) provided troubleshooting recommendations. Troubleshooting was performed and it showed the electrode connection was appropriate, however, non-physiological artifacts could be reproduced before and during the follow-up. In addition, x-rays showed different device position compared to the implant x-ray. As a result, the physician decided to explant the s-ICD system and to implant a transvenous system. When the s-ICD device pocket was opened, it was observed that both electrode fixations were ripped of the muscle, however, it is unclear how this happened. The explant procedure was completed and a transvenous system was successfully implanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis.